Event description:
It was reported that the cover of the programmer would not open. The programmer and radiofrequency (rf) head were returned for service and subsequently tested out of specification at the manufacturer. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify that the programmer cover was not opening. However, the programmer face plate has two missing screws and one loose screw and this could have made the cover more difficult to open. It was also noted a system error has occurred in the past, the electrocardiogram connector was loose, the programmer cooling fan was noisy and the tip of the stylus pen was loose. (B)(4): analysis found that the programmer has no telemetry with the radiofrequency (rf) head, the head fails all uplink amplitude tests. It was also noted that the rf head label was missing.